Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump graph displayed 12 hours of data when the customer had the continuous glucose monitor (cgm) on for 3.5 hours. Customer's blood glucose was 113 mg/dl. Reportedly, the pump was reset and the graph was functioning as intended.